Manufacturer narrative:
A getinge field service engineer (fse) was being dispatched in order to evaluate the unit and during the period of an evaluation fse had checked the iabp cs300 machine and it can boot up properly and ran functional test which was ok and also ran the operation simulation for 4 hours and no problem was found. On 04-july-2024 fse had opened the machine which has dust and performed the cleaning job and fse had also further checked all the connections which were secure and it's being functional tested and all the test has been passed. Actually fse had also run the operation simulation for overnight ( > 14 hours) with trainer. On 05-july-2024 fse had went into the onsite and checked the machine and it was running ok. The machine is ready to use and return to ICU sister.

Event description:
It was being reported that during use on a patient the cs300 intra aortic balloon pump (iabp) had an issue regarding the "auto shut down". No one was harmed.

Manufacturer narrative:
Additional information: e1(event site postal code: (B)(6), event site state: (B)(6)). A supplemental report will be submitted upon completion of our investigation.